Event description:
It was reported that: this subject is enrolled in the (B)(6) study. Crfs were received for the study indicating that the subject's prior knee system was stryker and was revised with the triathlon ts knee system on (B)(6), 2012. The site noted that this was an aseptic failure of the knee and was revised due to the following: failed femoral component; failed polyethylene insert, polyethylene wear, global instability, implant migration, loosening femoral, bone lysis femoral. The operative notes and x-rays were requested from the site and will be forwarded upon receipt.

Manufacturer narrative:
Additional info has been requested and if received will be provided in a supplemental report. This is the same pt/event as MFR # 2249697-2012-01409.